Manufacturer narrative:
Continued e.1. Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "superficial radial folds and signs of right intracapsular rupture (linguini's sign and subcapsular line)" via MRI. Later, healthcare professional reported "implant rupture". This record is for the right side. Device remains implanted.